Event description:
The information provided the local distributor indicates: (B)(6); date of initial surgery: (B)(6) 2014; body part to which device was applied: shaft of radius; surgery description: fracture treatment; problem observed during: clinical use on patient/intraoperative; type of problem: device functional problem; event description: the surgeon was going to use minirail for the patient of the fracture of shaft of radius. S/he carried out angle adjustment after connection with the fixator and several pins. Then, when s/he was going to clench radioulnar locking screw, the screw spun around without the screw tightening. The complaint report form indicates: the device failure caused adverse effects to patient - loss of fracture reduction; the surgery was not completed with used device; a replacement device was not immediately available to complete surgery; there was not prepared device and was just left unattended; the event lead to a clinically relevant increase I the duration of the surgical procedure (replacement of the external fixation in x-ray room); an additional surgery was not required; copies of the operative report are not available; copies of the xrays images are not available. (B)(4).

Manufacturer narrative:
Analysis of historical records: orthofix srl checked the internal records related to the controls made on the device code m511, lot b127 before the market release. No anomalies have been found. The original lot, manufactured in 2014, was comprised of (B)(4) devices. (B)(4) of them have already been distributed to the market. According to orthofix srl historical records, this is the first complaint notified from this specific device lot. Technical evaluation: the returned device, received on 12/03/2014, was examined by orthofix srl quality engineering dept. The device was subjected to visual, dimensional and functional check. The visual check evidenced that the seat of one of the locking screws is damaged. Therefore, the movement of the corresponding gear cannot be stopped. The dimensional check did not evidence any anomalies. The functional check evidenced that the locking of the gear where the screw seat is damaged is not functioning. The device performs properly for all other extents. Orthofix failure analysis concluded that the device was originally conforming to design specifications. The damage detected may be attributable to incorrect use of the locking screw. The information made available on the case was sent to our medical evaluator. The medical evaluation is currently on going. As soon as the medical evaluation is available, orthofix srl will provide you with a follow-up report. Orthofix srl continues monitoring the devices on the market.